Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient needed more overage in the lower back. The patient underwent a revision procedure wherein the ipg was replaced and two leads were added. The patient was reportedly doing well postoperatively.